Event description:
It was reported that during pre-surgery, it was observed that the compact speed reducer device was not spinning. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had no rotation, the drive shaft was bent and there was moisture in the housing. Therefore, the reported condition was confirmed. It was determined that no rotation was due to a worn gearbox. It was determined that the driveshaft was bent due to allowing it to come in contact with a sharp object and by not using the protective cap. It was determined that the moisture in the housing was from sterilization process/immersion. The assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.